Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, the device's jaw was difficult to open. 7mm tissue was grasped and sealed and the device was released after the cycle was completed. A new device was used to complete the procedure. There was no patient injury.